Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port; subsequently, a leak was noted. On an unspecified date, the tubing set was to be deliver of zosyn 4.5 gm/100 ml, for a duration of 30 minutes. No further programming parameters were provided. After an unspecified length of time, the customer contact reported that an unspecified volume of solution leaked from a crack in the semi-rigid adapter of the clave secondary port on the cassette of the tubing set. The solution container and the tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the semi-rigid adapter between the clave port and the secondary port of the cassette was partially torn. This was due to the design of clave port that is directly bonded to the secondary port of the cassette. The lot number of the device that was in use is unk. The customer contact identified a possible lot number (plots). The possible lot number is 230065h. This report represents all the info known by the reporter upon query by hospira personnel.